Manufacturer narrative:
Similar device marketed in the us. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the computer was not working. The issue was not resolved with reboots.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated with the returned computer. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.